Event description:
Procedure: wedge resection. According to the reporter: bleeding occurred from the chest wall. Bleeding was stopped with electrical knife during a second surgical procedure. The 2nd operation was performed sometime between (B)(6) 2010 and (B)(6) 2010.

Manufacturer narrative:
(B)(4).